Event description:
It was reported that this right ventricular (rv) lead was suspected of dislodgement as the old x ray appeared the rv lead was floating in the pulmonary artery. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected of dislodgement as the old x ray appeared the rv lead was floating in the pulmonary artery. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b2 outcomes attrib to adv event, f10 patient codes, f10 impact codes, h6 patient codes, h6 impact codes.